Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, an air leak occurred. After placing the sheath, air was aspirated at the end of the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.